Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a broken tip protector of a cassette while performing peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter in its original packaging but the packaging was open. A visual inspection was performed and the set was assembled according to the drawing, however the tip protector was not present in the package with the rest of the sample. The reported problem could not be confirmed as the tip protector was not returned. Should additional relevant information become available, a supplemental report will be submitted.